Manufacturer narrative:
(B)(4).

Event description:
It was reported that while preparing for an unspecified interventional procedure tip separation occurred. A renegade 105/3.0/2.5/.021/20/straight had been selected. During prep, the catheter tip was "separated".